Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left circumflex (mlcx) with 100% stenosis, moderate calcification and moderate tortuosity. The 2.5x15mm trek rx balloon dilatation catheter (bdc) was used after dilatation with a 1.5mm bdc and had resistance with the lesion during advancement. The balloon ruptured at 14 atmospheres (atms) during the first inflation. The device was soaked and prepared (air aspiration) outside of the anatomy prior to use. There was no resistance during protective sheath removal. The bdc was removed independently, however, there was resistance with the lesion during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.